Event description:
Procedure performed: ni. Event description: medwatch # 4400480000-2022-8021 while in surgery, the voyant part eb210 stopped operating properly and had to be replaced. Device failed (e.g. Broke, couldn't get it to work or stopped working). Type of intervention: ni. Patient status: no report of patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 4400480000-2022-8021.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: ni. Event description: medwatch # (B)(4). While in surgery, the voyant part eb210 stopped operating properly and had to be replaced. Device failed (e.g. Broke, couldn't get it to work or stopped working) type of intervention: ni. Patient status: no report of patient injury.